Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including functional testing, stress testing, alarm and led functional testing without duplicating the report. Review of the device logs showed occurrences related to the customer's report during an internal inspection of the device signs of a foreign substance could be seen on the o2 valve that we suspect came from the o2 tank but could not confirm. The 02 flow screen, 02 valve and compressor flow screen were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient, the device displayed a "valve failure-1010" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-01922 for a similar event reported from the same customer.